Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/26/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Sensor expired on (B)(6) 2016. The skin reaction was described as itchy, bumpy, very irritated, sore, red and with very dry skin. On (B)(6) 2016, the patient was prescribed steroid cream by her doctor due to the irritation from the dexcom adhesive. The affected area was treated with the prescribed steroid cream. At the time of contact, the patient was stable. No additional event or patient information is available. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Labeling indicates: don't use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don't use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event.